Event description:
Pt was attached to defibrillator pads connected to lifepak 20. Lifepak 20 indicated pt was in v-fib. Staff attempted to shock pt and lifepak 20 indicated pads needed to be attached although they already were. This occurred on three different lifepak 20 defibrillators.